Event description:
I had urinary incontinence. The dr said I was a candidate for this procedure. I had the tvt by gynecare device (B)(4) in (B)(6) 2003. I now have many urinary tract infections also bladder infections. I can feel pain in my pubic area. I have not been able to have sexual relations at all. I have severe pain and I can also feel like he is hitting a place that hurts really bad. I have the same problem as before surgery. Re: the urinary incontinence. I also can not urinate normally. I have to stand over the commode and lean forward, and then I have a small stream and I will urinate a little and stop and then it starts again. It takes me a very long time to go to bathroom and then shortly thereafter, I have to go again, all the while still leaking. I was much better before the surgery; never had bladder infections, or uti, or pain. My home life was also much better. I wish I had been informed of all or some of the problems and I would not have had it done. I was only told how much better I would be without the leaking. I would not recommend this procedure to any one.